Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture and residue on the lens. Visual inspection found no visible damage to the lens and residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
Additional information: h3. Device evaluation: lens was returned inside a micro centrifuge vial with moisture and residue on the lens. Visual inspection found the no visible damage with foreign residue on the lens. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6 - lens work order search: no similar complaint type events reported for units within the same lot, should have been included in initial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -12.00/2.0/091 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Lens rotation not associated to a low vault was observed, the lens was repositioned on (B)(6) 2020, but did not resolve the problem. On (B)(6) 2020 the lens was removed and exchanged for a longer length lens and the problem was resolved. Cause of the event is reported as unknown.